Event description:
I had allergan textured silicone gel implants. The surgeon told me they are 100% safe, that silicone is a safe and natural material, that the implants would last a lifetime, that it would be safe to breast feed a baby, and that no silicone could ever leak from gummy implants. All 100% lies. Years later I developed bia-alcl cancer and a terrible itchy and deforming rash that stayed for 4 years and prevented me from sleeping. I had massive gel bleed. Had explant surgery at memorial sloane kettering, and the surgeon amputated much of my breast tissue. I have had breast implant illness symptoms for 8 years following, to the present day. The surgeons I saw when the seroma and rash happened did not test for bia-alcl. Instead, they tried to get me to pay them to switch my implants. It took a year of being extremely sick and having reoccurring seromas before my mother read about bia-alcl online and told me to ask for the test. The plastic surgeon deliberately did the wrong test (which my mother actually figured out, as I had no energy to do any online research) and told me it was negative, and that I should pay him to swap the implants. I had to get tested again at a cancer clinic that doesn't profit from implants to get the correct diagnosis. I believe most women with bia-alcl are not being tested for it (because surgeons aren't penalized for saying it's 'almost certainly not' cancer) and, instead, surgeons are charging the patient to replace the implant. Surgeons are also not informing women of the inevitability of silicone gel bleed, the fact that it contains toxic chemicals and migrates all over the body including into the brain, and the horrible and sometimes deadly health effects related to it. Surgeons are also recommending silicone gel implants instead of saline because they are misinformed. They tell patients that saline implants ripple more, but according to studies this is not true. Silicone implants need to be replaced at more than double the rate of saline implants, and have far more health issues associated with them because of the gel migrating from the implants. I hope that the FDA bans silicone gel implants. I was treated at memorial sloane kettering in 2014. Please contact me and I'll send you my file. FDA safety report ID# (B)(4).